Event description:
The sales rep reported on behalf of the surgeon that an (B)(6) year old female patient suffered from peri-prosthetic fracture on (B)(6) 2013. Additional information received on (B)(6) 2013, from the operation surgeon report indicated that the patient had an orif of a periprosthetic fracture of the right femur using dall miles plate and cables on (B)(6) 2013. The procedure found a stable cemented exeter prosthesis. Fracture line extending from lower end of prosthesis to the 7cm distal to exeter stem. No evidence of infection. It was noted that good stability obtained and old prosthesis was retained.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cemented exeter stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown cemented exeter stem was reported. The event was confirmed. A review of the provided x-rays confirmed the reported event. The exact cause of the event could not be determined because of a lack of information. Further information such as medical history, office notes, primary operative report and pre- and post- x-rays from the primary surgery are needed to complete the investigation for determining the root cause.

Event description:
The sales rep reported on behalf of the surgeon that a (B)(6) female patient suffered from peri-prosthetic fracture on (B)(6) 2013. Additional information received on september 02, 2013 from the operation surgeon report indicated that the patient had an orif of a periprosthetic fracture of the right femur using dall miles plate and cables on (B)(6) 2013. The procedure found a stable cemented exeter prosthesis. Fracture line extending from lower end of prosthesis to the 7cm distal to exeter stem. No evidence of infection. It was noted that good stability obtained and old prosthesis was retained.